Event description:
Per the attorney's report: on (B)(6) 2007 - patient underwent surgery for repair of a recurrent incisional hernia. A ventral hernia patch mesh, was implanted to repair her hernia defect. On (B)(4) 2007 - patient underwent surgery to remove her ventralex hernia patch because it buckled and subsequently injured her. The attorney alleges that the patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.